Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a motor position encoder error was found in the insulin pump alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm during rewind test due to motor encoder signal out of phase. Unable to verify motor error alarm and displayable history crc check failed on startup alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to a broken force sensor was detected during seating or regular delivery alarm during rewind test.